Manufacturer narrative:
No frozen screen or button error alarm noted. Device time or clock moved. Device had unresponsive act, up and down buttons due to corroded keypad traces. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address or serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call experiencing high blood glucose levels and the insulin pump alarmed button error. The customer¿s blood glucose was 482mg/dl at the time of incident and has not treated. The customer declined to trouble shoot for high blood glucose levels. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.